Event description:
It was reported that the patient underwent several CT scans and was hospitalized in (B)(6) because of a bowel obstruction. A month later the patient came to the office with a return of symptoms and a power-on-reset condition (por) message was seen on the programmer. The por was cleared and an end-of-life message was seen. It was noted that the longevity was appropriate as the patient was at higher settings, and the patient planned to get a battery replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v130906, implanted: (B)(6) 2008, product type lead. (B)(4).